Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to device replacement for normal eri, high voltage lead impedance measurements on the right ventricular lead were increased and out of range. An x-ray examination found no anomalies. The new device was reprogrammed to a different high voltage configuration to resolve the event. The lead remains implanted and the patient was stable. Related manufacturer reference number: 2938836-2014-03621.